Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. The patient reported their pump was "beeping and dying," and was inquiring how to have it removed. The patient stated they will look for a local doctor to help them. No further complications were anticipated/reported.